Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA [not attached on previous supplemental]. Article attachment: title: interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis na - attachment: [e-24204 article.pdf].

Manufacturer narrative:
Event dates estimated. The patient deaths referenced will be filed under a separate medwatch report #. The device was not returned for analysis. The reported patient effect of thrombosis is listed in the supera instructions for use, as a known potential adverse effects of peripheral percutaneous intervention. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The UDI is unknown as the part and lot numbers were not provided. Article attachment: title: interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis.

Event description:
It was reported through a research article identifying supera may be related to the following: patient death, thrombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 42 patients that were treated with supera stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis."